Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with a continued sac growth, an indeterminate endoleak (possible type 1a/3a), and possible infection. Physician is planning on doing a repair, but no confirmed date has been provided. No further information received.

Manufacturer narrative:
At the completion of the clinical evaluation, based on lack of medical information received, there were no evidence to support the following reported events of an indeterminate endoleak, infection, and sac growth. Therefore, a root cause could not be determined due to a lack of relevant medical records and imaging. The final patient disposition could not be determined, and there have been no further reports of negative patient sequelae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.